Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, it was confirmed there was foreign matter (brush tip) in the channel, that was subsequently removed. In addition, forceps could not be inserted softly due to blocking of the channel tube. The insertion resistance at the tip was out of specification due to a burn stain of the distal end cover. Angulation in the up direction was out of specification due to wear of the angle wire. The gap of the up/down knob was out of specification due to wear of the angle wire. The screen was out of specification due to a scratch of the charge-coupled device (ccd) lens. The condition of the light guide (lg) bundle was not good. There was a crease of the ccd lens. The lg lens was broken. The adhesive part of the bending section was broken. The connecting tube and universal cord were crumpled. Switch #1 and switch #4 were cut off. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was foreign matter (presumed to be the front of the needle) inside the suction channel of the evis lucera elite gastrointestinal videoscope. The reported issue was found when preparing the device for use. There was no injury to the patient, and there was no delay in the intended procedure, as a result of the reported issue. The unspecified procedure was successfully completed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e2/e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the channel was clogged with foreign material and the material was identified as the tip of a cleaning brush. The cause for the material remaining in the device could not be specified. The customer confirmed that the device was reprocessed and stored correctly after the last procedure and that it was not possible that the tip of the brush remained in the device from the last reprocessing. Lastly, the customer confirmed the device had not been used on a patient with foreign material. Olympus will continue to monitor field performance for this device.